Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's oxygen readings were out of range. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4). Received additional information that there was no patient involvement. A non-covidien service provider inspected the ventilator and replaced the pressure solenoid (psol) valve. The ventilator is in working condition. Covidien was not authorized to evaluate/service the device.